Event description:
The device failed accuracy test with underdelivery. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.